Event description:
A malfunction alarm identified as "malf 12" was reported, with no notable events occurring prior to this. There was no known adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information for future resets. The malfunction did not recur, and the customer can continue using the pump, with instructions to contact support if issues arise again.